Event description:
The facility reports the resident was being transferred from the wheelchair to the bed in the resident's private room. The sling was applied and the resident lifted off the wheelchair when the clip from either the leg or shoulder strap became detached. The resident fell backwards and hit her head, it is thought, on the base of the lift. A gash to the head was incurred, requiring stitches which were applied at the local hospital.

Manufacturer narrative:
See scanned page.